Event description:
When attempted to fire the device, it failed to fire. The original load was removed, a reload was provided and the surgeon attempted to fire again with the same result (failure to fire). The second gun failed to fire upon the surgeon's initial attempt. The surgeon proceeded with the case using alternative methods but did request another tx30 later in the case and it worked as intended.